Event description:
The user reports that after drawing up meds and engaging the needle into the needle protection device, they went to take the syringe off and the needle protection arm broke and they ended up with an exposed needle. No needle stick as they saw it happened.